Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: an ultraflex¿ esophageal stent and delivery system was returned for analysis. Visual evaluation found the stent was received partially deployed from the delivery system and the shaft was bent. Functional evaluation found the stent failed to deploy causing the device shaft to bow. However, the stent was successfully deployed by pulling directly on the deployment suture. No other issues were identified during the product analysis. The returned device was unable to be deployed as received due to bowing, and tight anatomy was reported. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex esophageal stent was partially deployed.